Event description:
The customer reported that an error code displayed on the system after an exposure was taken. The image was lost and the system stopped responding. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
(B)(4). The service engineer recommended that the software be upgraded to version 1.40 to correct a known problem. (B)(4).